Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-16435. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve, there was resistance while advancing the 29mm commander delivery system (ds) with the valve through the 16fr esheath+. At that time, the esheath+ appeared to kink, which resulted in a bent valve strut protruding through the lateral aspect of the esheath+ strain relief. In response, the devices were withdrawn together as a single unit. A new system was then used to successfully complete the procedure. Per report, there was no patient injury and the patient remained stable throughout and after the procedure.